Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed the leads disconnected from the ipg. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.